Manufacturer narrative:
Two devices were returned for evaluation. The shelf carton, pouches, patient labels, implants and sutures were not returned for evaluation. The devices were received with the needle shafts bent. The deployment knobs were actuated and did not function. The shafts are bent in such manner that the device has been rendered nonfunctional. Per the IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the condition of the devices suggests the root cause of the failure is user error due to failure to follow the IFU regarding bending of the introducer needle. Lot number of 2nd device 50513369.

Event description:
It was reported that during an unknown surgery using fastfix 360 curved, the t2 did not deploy; the part of device that deploys the implant lodged and would not fire second implant (t2). The same problem occurred with a second device of a different lot. No implants were left in the patient's joint unsupported. Backup device was available and initial device was replaced.